Event description:
It was reported that the patient received inappropriate therapy due to noise. Lead was explanted.

Manufacturer narrative:
Only 53.7cm of the lead was returned. Internal abrasions were found at two locations between 3.3cm to 6.1cm from the distal tip. The re cable and the inner coil were compromised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.